Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they have lost ground with their therapy over the past 2 weeks, they get up 3-4 times per night to use the bathroom and change their clothes 2-3 times per night. The caller reports that they are on several anti-biotics for a colon infection and also started some high powered vitamins and iodine and started a low fiber diet. The caller is asking if these can be causing their return of symptoms. Reviewed with the caller that we do know that medication or diet changes can impact therapy, but to speak to the hcp about specifics relating to the medications that they are on and if they should adjust their therapy settings or wait until the antibiotics are done. Additional information was received from the patient on (B)(6) 2024. They reported that they had a sigmoid colon resection surgery on (B)(6) and they had the catheter taken out on (B)(6). Patient said since surgery they have not been able to feel stimulation. Reviewed stimulation expectations. Patient said they have made some adjustments to therapy including increasing stimulation and changing the program. Patient said it seems like it will work for a few days and then they will have to wear a diaper for a couple days. Patient inquired about the surgeries impact on ins sensation. Redirected patient to speak with hcp regarding surgery. Patient stated they have been directed to drink water by hcp for bowel issues and having bowel issues as well has made it difficult for patient to know if ins is working. Additional information was received from a healthcare professional (hcp) on (B)(6) 2024. The hcp reported that the patient called into the clinic on (B)(6) 2024. The pt was advised to try switching programs. They were scheduled for an appointment but rescheduled for (B)(6) 2023. Will plan to analyze device at that appointment. The issue has not yet been resolved.